Event description:
Customer received a result of 94 mg/dl on the mobile system, and a result of 50 mg/dl on a professional system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.